Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed based on the returned device condition. The reported noise could not be replicated/ confirmed as it occurred during the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported needle to cuff miss, noise and subsequent treatment appear to be related tin interaction with the patient calcification. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a calcified right common femoral artery was attempted using a proglide device with a 7f sheath after a diagnostic angiogram procedure. Reportedly, there was no suture present when the needle plunger was removed as a result of the needle "deflecting off calcium". When the attempt was made to deploy the suture "it made a weird sound". Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.